Event description:
It was reported that approx. 2 years post op, it was discovered that the rod was broken. No patient complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.